Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the entire system was explanted on an unknown date to further address the drainage at ipg site issue.

Event description:
It was reported that the patient had drainage at the ipg pocket site. The patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was relocated. Follow up identified that the physician did not observe any drainage during the procedure or after.